Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "an infant was seen in the ed of the reporting hospital and transferred to the pediatric unit of a separately licensed children's hospital; pediatric unit within the reporting hospital. IV was placed in our ed and the IV-t connector broke shortly after the patient was received by the pediatric unit." There was no patient harm.